Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the patient fell, noise oversensing and elevated thresholds were noted on the right atrial lead. The patient also experienced seizures. The lead was capped and replaced on (B)(6) 2019. The patient was stable.